Event description:
To incoporate the additional suction lumen, the outer diameter of the hi-lo evac tube is 0.7 mm greater than a standard ett of the same inner diameter. This also makes the entire length of the hi-lo evac tube more rigid and less flexible. The combination of these factors may have contributed to the fistula formation.